Event description:
Wirex remote shows a atrial lead alert for low impedances on (B)(6), 2020, (!33ohms), (B)(6), 2020 (57ohms) and (B)(6), 2020(57ohms.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).